Manufacturer narrative:
(B)(4).this report is filed july 24, 2014. Implanted device remains.

Event description:
Per the clinic, the patient developed chronic infection and skin irritation at the implant site. Subsequently, the patient underwent a procedure on (B)(6) 2014 for removal of the abutment and placement of a cover screw, irrigation of the site, excision of the scar tissue, revision of the skin flap, and placement of a periosteal graft that was sutured in place. The patient was administered intravenous antibiotics during the procedure and prescribed a ten day course of oral antibiotics. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.